Event description:
According to the reporter, they had three capsules that failed to attach. There was no patient and user harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.